Manufacturer narrative:
H3 - device evaluated by manufacturer? Changed from no to yes. H3 - device returned to manufacturer? Changed from no to yes.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 20 mmol/l (360 mg/dl) while wearing the pod on the arm longer than 48 hours. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
The pod was received fully deployed. The download data contained no timeouts, drive stalls, or hazard alarms, indicating the pod functioned as intended. Fluid did not flow through the complete fluid path initially. Fluid was seen to divert from its intended path. A leak test was performed to identify for any internal or external tears in the soft cannula. An external tear was found in the soft cannula. It cannot be determined when the cannula was damaged. Inspection of the fluid path found no other damages or manufacturing deficiencies that would result in leaking during wear. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.